Manufacturer narrative:
Evaluation summary: episode 155 at/af (atrial tachycardia/atrial fibrillation) with rvr (rapid ventricular response) identified. Wavelet with 0% match scores.

Event description:
It was reported that the patient received inappropriate shocks due to af (atrial fibrillation) with rvr (rapid ventricular response), as determined by the physician. Poor wavelet match scores during episodes were noted. A new wavelet template was collected, with improved match scores. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.